Event description:
It has been reported that while the end user was going down the ramp from his home into the garage, the left brake didn't hold, the left motor was spinning to the right, and the chair ran into the garage wall. The end user scraped his right foot and received scratches, bruises and was bleeding.